Event description:
Baxter received a report from a baxter technician stating the code calls were not alerting to pbx. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the configuration was incorrect. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary(dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customers provided third-party products (e.g cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The customer preference/request at the time of the initial integration. The baxter technician arranged to get the alarm configured correctly for the customer to resolve the issue. Although there was no injury associated with this event, if the reports issue were to recur it could lead to injury or death. Therefore, baxter is reporting this complaint.